Event description:
The customer reported experiencing pain while using the harmony pump. On (B)(6) 2013, the medela clinician spoke with the customer and mastitis was reported by the customer.

Manufacturer narrative:
The customer developed mastitis and was treated by her doctor and has recovered. She is now using a symphony breast pump which meets her needs. This issue is resolved by the customer's access to a symphony pump and accessing appropriate medical attention for mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).